Event description:
It was reported that the right ventricular lead was capped and replaced due to high impedance of 3231 ohms bipolar, 769 ohms unipolar. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the right ventricular lead was capped and replaced due to high impedance of 3231 ohms bipolar, 769 ohms unipolar. No patient complications were reported as a result of this event. A 3500a was received and reports that a lead revision was performed, due to high rv lead impedance. No conclusion can be drawn. Impedance, high.

Event description:
It was reported that the right ventricular lead was capped and replaced, due to high impedance of 3231 ohms bipolar, 769 ohms unipolar. No patient complications were reported as a result of this event. A 3500a was received and reports that a lead revision was performed due to high rv lead impedance.